Event description:
Customer had a fasting lab comparison performed. The lab result was 129mg/dl and the customers device read 172mg/dl. No treatment was received. Controls were in range. A request was made for the return of the suspect device and replacment product was sent.